Event description:
E was initially received via regulatory authority (FDA division director, reference number: mw5033254) on 26-nov-2013. The most recent information was received on 22-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") in a(B)(6) female patient who had essure (batch no. 20182548) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypertension, mood swings, panic attack, endometriosis, menometrorrhagia and gerd. Concomitant products included colecalciferol (vitamin d), ferritin, gabapentin since 2013, lorazepam, sertraline and sertraline (zoloft) from 2008 to 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("heavy bleeding,passing clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with back pain and pelvic pain, crying ("crying all the time"), depression ("depression"), anxiety ("anxiety worsened"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, crying, depression, anxiety, migraine, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the headache had not resolved. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered abdominal pain, anxiety, crying, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2011 and (B)(6) 2011). 0 coils were seen on the left and 3 coils seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, abdomen pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records were received. Events per pfs: crying all the time, abnormal bleeding (vaginal), depression anxiety worsened, migraines, headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, perforation (fallopian tube(s)), fatigue and abdomen pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA division director, reference number: mw5033254) on 26-nov-2013. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") in a 30-year-old female patient who had essure (batch no. 20182548) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypertension, mood swings, panic attack, endometriosis, menometrorrhagia and gerd. Concomitant products included colecalciferol (vitamin d), ferritin, gabapentin since 2013, lorazepam, sertraline and sertraline (zoloft) from 2008 to 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("heavy bleeding,passing clots"), crying ("crying all the time"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with back pain and pelvic pain, depression ("depression/ depressing"), anxiety ("anxiety worsened") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, crying, depression, anxiety, migraine, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the headache had not resolved. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered abdominal pain, anxiety, crying, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011). 0 coils were seen on the left and 3 coils seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, abdomen pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.